Manufacturer narrative:
Device investigations, on the received parts, did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to information received the device was explanted after being inadvertently pulled out _ displaced during a device unrelated procedure, i.e. Radical cavity ear canal cleaning. The investigation results appear to match the problems mentioned in the patient report. The patient was re-implanted at the same day with a similare device. This is a final report.

Event description:
It was reported that the device conductive link and floating mass transducer (fmt) were inadvertently pulled out whilst cleaning patient_s radical cavity during a follow-up appointment at the clinic on (B)(6) 2015.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device conductive link and floating mass transducer (fmt) were inadvertently pulled out whilst cleaning patient's radical cavity during a follow-up appointment at the clinic on (B)(6) 2015. The patient also reported obvious decline in access to sound with the device. The patient has been re-implanted.